Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment from the previous night. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The film on the back of the cycler set cassette is loose. Fluid leaked from the back of the cycler set cassette membrane. The patient initially attempted to re-setup treatment the following morning when a heater bag not detected alarm was encountered during step 3 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed have been able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. At the time of follow-up the patient was waiting for the replacement cycler to arrive. A prophylactic antibiotic was prescribed to the patient (name unknown, one dose, taken intraperitoneally (ip)) following the fluid leak event. However the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed a damaged heater button. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The vacuum test was performed and failed. The vacuum display value reads at 205mbar indicating fluid is present in the hp filters. The patient sensors test, valve actuation test, system air leak test, and teach pumps check were performed and passed. A simulated treatment (post-ast 2hours 15mins 8500ml) was performed and encountered a heater bag (hb) not detected message. The failure was traced to visual evidence of a clog in hp3 filter. Replaced hp3 filter. No fluid leaks occurred in the test cassette during the test. The mushroom head check was performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment from the previous night. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The film on the back of the cycler set cassette is loose. Fluid leaked from the back of the cycler set cassette membrane. The patient initially attempted to re-setup treatment the following morning when a heater bag not detected alarm was encountered during step 3 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed have been able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. At the time of follow-up the patient was waiting for the replacement cycler to arrive. A prophylactic antibiotic was prescribed to the patient (name unknown, one dose, taken intraperitoneally (ip)) following the fluid leak event. However the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment from the previous night. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The film on the back of the cycler set cassette is loose. Fluid leaked from the back of the cycler set cassette membrane. The patient initially attempted to re-setup treatment the following morning when a heater bag not detected alarm was encountered during step 3 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed have been able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. At the time of follow-up the patient was waiting for the replacement cycler to arrive. A prophylactic antibiotic was prescribed to the patient (name unknown, one dose, taken intraperitoneally (ip)) following the fluid leak event. However the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.